Event description:
It was reported that patient had stryker primary implant. Shell and liner were revised due to unknown reason to zimmer products.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown shell. The unknown liner was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.